Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/79 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: very high pacing thresholds during long-term follow-up predicted by a combination of implant pacing threshold and impedance in leadless transcatheter pacemakers. Journal of cardiovascular electrophysiology. 2020;1-7. Doi: 10.1111/jce.14360. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding high pacing thresholds in leadless transcatheter implantable pulse generators (ipg). The article reports leadless ipgs which exhibited increasing and high thresholds. The status/ disposition of the devices is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.